Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the determine hiv 1/2 ag/ab combo for two (2) patients (age ranging 18-22 years old) performed on (B)(6) 2025. This MFR. Report addresses patient two (2) of two (2). The customer indicated that the result had faint lines and that confirmation testing was not performed. Although requested, no additional information including patient treatment and outcome was provided.

Event description:
The customer reported two (2) false positive results with the determine hiv 1/2 ag/ab combo for two (2) patients (age ranging 18-22 years old) performed on (B)(6) 2025. This MFR. Report addresses patient two (2) of two (2). The customer indicated that the result had faint lines and that confirmation testing was not performed. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000993124 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000993124, test base part number device part number 10732998 / lot 992853. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000993124 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have been related to the specific patient samples.